Event description:
Clinical narrative: a complaint was identified on 27may2026 by an abiomed medical science liaison based on a case presentation shared at europcr titled ¿microaxial pump kink: a real nightmare.¿ the event involved an impella cp device. The device was used in a 74-year-old female patient with a medical history of hypertension and dyslipidemia who presented with anterior st-elevation myocardial infarction (stemi) approximately 2 hours after symptom onset. Pre-procedural assessment included a left ventricular ejection fraction of 25%, pulmonary pre-edema, and lactate of 3.2 mmol/l. The patient¿s scai shock stage was not reported. The impella cp device was inserted via a 14 french (fr) left femoral artery access. A 7 fr sheath was placed within the impella sheath to facilitate percutaneous coronary intervention (pci). Concomitant devices included a 7 fr extra back up (ebu) 4 guide catheter and sion blue guidewires. The patient underwent left main to left anterior descending (lad) pci following shockwave therapy in addition to implantation of multiple stents to repair a sinus of valsalva dissection. During the procedure, an unexpected event occurred involving deformation of the impella device, described as pump kink/bending with concern for potential device fracture or separation. Intervention was required to address the event. Initial attempts to manage the complication included use of a goose neck snare, 7 fr judkins right (jr) guide catheter via the left femoral artery, and a 0.035-inch extra-support wire. Due to inadequate support, escalation was performed with use of an 8 fr catheter, however, only a judkins left (jl) catheter was available, which exhibited reduced support due to its distal curvature. Further intervention included modification of the 8 fr jl4 catheter by cutting/straightening the distal curve to improve pushability. Using the modified catheter, additional support wire, and snare, the impella pump was successfully grasped and straightened. The reported device behavior is consistent with deformation (kink/bend) and possible structural compromise (fracture/separation concern), which represents device performance not as expected. The event required procedural intervention and use of additional devices to mitigate the issue. Clinical impact included concern for potential heart injury (ventricular trauma), need for surgical or percutaneous intervention, and requirement for additional devices. The event is considered a patient-device interaction with associated adverse clinical risks. At the time of reporting, the final patient outcome following the procedure is unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.